Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6)2017, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant potassium on a (B)(6) year old female patient with uterine fibroids. There was no patient information nor were there patient results at the time of the initial call. Customer stated that return product was not available for investigation. There was no repeat on I-stat. New information was received on (B)(6)2017. The customer provided patient information and test results. Method: date: collect time: test: results: sample: I-stat, (B)(6)2017, un,k 07:56, k 8.1, 1. Na 137. Cl 111. Ica .85. Tco2 22. Glu 99. Bun 10. Crea 0.8. Hct 43. Hb 14.6. Angap 13. At this time there is no reason to suspect a malfunction exists. Hemolysis is suspected but not confirmed. There are no injuries associated with this event. It was determined the patient's clinical picture was not consistent with I-stat results provided. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 10/11/2017. Retain and product was tested and the customer's complaint was not reproduced. Return product was not available.

Event description:
Na.